Event description:
It was reported that the fill port of an infusor lv5 was leaking. This occurred after filling the device with an unknown solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. Functional leak testing identified a leak in the fill port. The cause of the leak was determined to be a glass fragment trapped under the check band. The initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the cause of the glass fragment, trapped under the check band, could not be identified. Should additional relevant information become available, a follow-up medwatch will be submitted.